Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports having a headache and loosing consciousness. Upon arrival of the paramedics the patients pod was removed and the patient reports the cannula was found to have not deployed at initial activation. Once at the hospital the patient had a metabolic panel administered as well as ketone and blood oxygen testing. In addition the patient reports having a chest x-ray, computed tomography (CT) scan, sodium, chloride and flu and covid tests. The patient was diagnosed with both sepsis and diabetic ketoacidosis. The patient was treated with an insulin drip as well as antibiotics for 5 days. The patient reports being treated with calcium, potassium, and heparin. The patient was transferred to another hospital where they were admitted to the intensive care unit. The patient was discharged from the hospital after 5 days. As a result of this event the patient had been using manual insulin injections upon release from the hospital but upon follow up with their endocrinologist the patient returned to using their pump.